Manufacturer narrative:
Manufacturing review: the device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose, and the two-way stop cock was closed. The outer catheter was broken approximately 58mm from the strain relief and stretching was noted around the break. The stent graft was partially deployed and protruded from the tip of the outer catheter. Dried blood was present between stent graft and outer catheter. Bent struts were noted in the undeployed portion of the stent graft. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer catheter broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images or photos were provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer catheter break is also confirmed. The root cause could not be determined based upon available information. Labeling review: the current IFU (instructions for use) state: indication for use: flair endovascular stent graft is indicated for use in the treatment at the venous anastomosis of eptfe or other synthetic arteriovenous (av) access grafts. Warnings: the stent graft (implant) cannot be repositioned after total or partial deployment. Once partially or fully deployed, the flair endovascular stent graft cannot be retracted or remounted onto the delivery system. Device removal after deployment can only be done with a surgical approach.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the endovascular stent graft allegedly would not deploy in the proximal lower left arm graft. There was no reported retraction difficulty through the vessel and a previously placed stent graft. Reportedly, another stent graft was used to complete the procedure. There was no reported impact or consequence to the patient.